Event description:
The device was introduced into the fibroscope and one biopsy was taken at the lesion in the bronchial spur. The physician was attempting to obtain a second biopsy using the device, but the nurse was unable to close the device on the spur. The jaws could not be closed and the device was withdrawn with difficulty. The physician decided to complete the procedure without attempting to obtain a second biopsy. The pt was reported to be "good, no consequences."

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.